Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient was hospitalized with heart failure exacerbation on (B)(6) 2026. The healthcare provider reported the cardiomems contributed to the hospitalization as readings were within normal range. The patient presented with worsening shortness of breath and swelling in extremities. Diuresis and dialysis were performed. On (B)(6) 2026 a right heart catheterization was performed to check the accuracy of the cardiomems sensor pressures. The sensor was recalibrated and the baseline was increased by 11 mmhg.